Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72), a guiding catheter, and a sheath. During the procedure, the physician placed the guiding catheter and sheath in the patient. Next, while advancing the red72 through the guide catheter, the physician experienced resistance and decided to remove the red72. While retracting the red72, the physician noticed that the red72 was fractured but remained connected by an inner wire. The red72 was removed and no longer used in the procedure. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. If the red72 is advanced against resistance, damage such as a kink may occur. Subsequently, further manipulation of a kinked device may worsen to a fracture. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed a kink in the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.